Event description:
The customer contact reported the pt received more IV fluid than intended. At 1300, the device was programmed to deliver 10% dextrose solution at a rate of 7ml/hr with a vtbi (volume to be infused) of 100ml and the delivery was started. At 0000, the total volume infused was cleared and the pump was reprogrammed to deliver at a rate of 6ml/hr wih a vtbi of 50ml and the delivery was restarted. At 0030, when responding to an alarm condition, the nurse noted that the display screen showed a volume infused of 66ml. The nurse reportedly stopped the delivery, cleared the total volume infused and restarted the delivery. Approx three mins later, the nurse noted that the total volume infused was 5ml. Reportedly, "the numbers right of the decimal point were incrementing rapidly." The device was removed from clinical service. The pt's blood sugar levels were monitored. At 0045, the blood sugar level was 489mg/dl. The physician was notified. At 0050, the pt was treated with 2.3mg of lasix ivp. At 0115, the blood sugar level ws 395mg/dl. At 0140, the pt was treated with 0.23u of insulin subcutaneous. At 0400, the blood sugar level decreased to 32mg/dl and the pt was given an unspecified amount of formula. The blood sugar levels were monitored until 1030 at which time the level was 49mg/dl. The customer contact reported, "the neonate is stable." Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.